Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar disc herniation and underwent fixation surgery. During surgery, the set screw plug was slippery during the operation and could not be fixed. The product came in contact with the patient. No patient complications were reported as a result of alleged event. The patient has achieved solid fusion.